Event description:
Explant reported per annual device registration survey. "Infection" was given as reason for explant. Despite repeated attempts to secure more info regarding this event, MFR has not rec'd response to the inquiry.